Event description:
Caller wishes to report allergy to latex. Symptoms include wheezing, runny nose, itching, and rash on hands. Rptr works at a medical ctr. Rptr states that due to the allergy, she has started wearing vinyl gloves, however she believes that they are not adequate for protection against body fluids. Rptr is currently seeking an adequate replacement product.